Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The bag was connected to a pressure gauge and placed under water for leak testing and a leak was observed from a hole in the bottom left corner on the front of the bag. The cause of the hole was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4 l oxygen barrier bag was leaking. This was noticed during or after storage in a fridge and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.